Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A center manager reported a gas bubble break through during lasik flap creation of the right eye. The flap could not be lifted; the patient was treated with photo refractive keratectomy. Upon additional follow up, post operative data was provided and the patient is doing well.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the date of treatment. The root cause could not be identified conclusively. (B)(4).